Manufacturer narrative:
The pump had a blank display due to due to broken on interface board. After component replacement pump powered up properly but had missing segments on lcd board due to cracked zebra connector. The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was unknown. The customer state the pump was not dropped or exposed to moisture. The customer attempted to use a new battery, but the display did not return. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.